Manufacturer narrative:
The reported events were lead dislodgement and loss of capture. The reported event of loss of capture was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage. The s-curve height was measured to be within specification.

Event description:
It was reported that loss of capture was noted on the right ventricular (rv) lead due to lead dislodgement. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.